Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 21 mg/dl. The customer stated that he did not eat when he was supposed to, and was found unconscious by his wife. Assisted the customer with the basal rate settings. The customer felt that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.